Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us.

Event description:
An adverse event was reported involving the medical device ek517su - disp.balloon trocar hasson cone 12/100mm. Specifically, it was reported that during a surgical procedure, the medical device caused perforation at first entry into umbilicus. The surgeon applied sutures to the affected area. No adverse consequences for patient were repored. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Event description:
Update:the medical device item code was updated to ek503su - disp.balloon trocar optic ring 12/100mm.

Manufacturer narrative:
Additional information:b5 - description updated.d1 - brand name updated.d4 - model number updated, batch number, expiration date.h4 - manufacture date.h6 - codes updated.investigation results:the complained medical device was not made available for investigation. The manufacturer made good faith attempts to retrieve the complained medical device from the healthcare facility; however, the complained medical device was not received. Therefore, the investigation was based upon batch history review, historical data analysis and event description.the device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number.conclusion/preventive measures:due to the lack of information and without the complained medical device being available for investigation, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited.as an informational note, the manufacturer's instructions for use includes a warning regarding the risk of injury to patients due to inappropriate application.based upon investigation results, a CAPA is not required.final comments:according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention.